Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product associated with the reported event was not returned. The initial reporting stated no additional investigational inputs were available to assist the investigation. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A search of the complaint database against product code 257002300 did not find any trends related to instrument malfunction/patient bone damage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient's bone was damaged while the surgeon was reaming for the stem.